Manufacturer narrative:
The standalone x-relay was returned to the manufacturer for analysis. Analysis found that the complaint was confirmed. The board failed bench test and there was no output from the stand alone board. The relay passed bench test. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and found that the x-ray ssr was not energizing. The isolated stand alone board has incoming, but no outgoing voltage. The board and x-ray ssr were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the mobile view station (mvs) and image acquisition system (ias) on the imaging system were not communicating. This issue occurred when the system was first turned on. The system was rebooted and it would still not communicate. The procedure was completed without medtronic imaging and navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provide.